Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had discolored tubing. Some samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 25 samples and 3 photos for investigation. The photos and returned samples were visually inspected and yellow-tinted discoloration on the tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: discolored. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had discolored tubing. Some samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.